Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during initial drain. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the hp did not verify that the patient line was fully primed prior to connecting. The technical service representative reviewed proper procedures with the hp and assisted the hp to clear the alarm and end therapy. The hp would complete therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Initiating therapy with an incomplete prime is a known cause of this alarm. The patient at home guide, shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.